Event description:
Revision due to femoral loosening and osteolysis. The bolt was also reported to be broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.